Event description:
Unomedical reference number (B)(4). Event occurred in the norway on 19-apr-2024, it was reported that the patient faced an insulin flow block issue which led to high blood glucose level. The patient was admitted to the hospital with blood glucose level of 26 mmol/l. Moreover, the patient tested positive for ketone level. During hospitalization, the patient received insulin drip intravenously. No further information available.